Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) regarding a (B)(6) male homechoice peritoneal dialysis patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The peritoneal analysis and culture results were unknown. On (B)(6) 2010, the patient began antibiotic therapy with reflin and tobramycin. It was unknown whether the peritonitis resolved. The patient's medical history included end stage renal disease (esrd), hypertension and diabetes. No concomitant medications were reported. No statement of causality was reported.

Manufacturer narrative:
This medwatch is for the aviva 525 system. Reference medwatch with (B)(4) for aviva 535 system.

Event description:
Customer reportedly received the following results on the aviva 525 system within 2 minutes: 280 mg/dl, 175 mg/dl, and 94 mg/dl. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 280 mg/dl (aviva 525) and 87 mg/dl (aviva 535). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.